Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a rash on the pt's chest, abdomen, and back occurred. Eight days post the placement of a 3.00x20 mm taxus express2 drug eluting stent, the pt developed a rash. The pt was prescribed prednisone and zyrtec. The pt is also taking: plavix and toprol xl. No additional pt complications were reported. In the opinion of the physician, the relationship of this event to the taxus stent is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.